Event description:
Pt developed inflammatory facial swellings 1 wk following injections of perlane (1ml) and restylane (1ml). The swellings were cultured by another physician and found to be negative. She had multiple drainages and steroid injections which have been reducing the swellings. I, the pt, felt sick a few days following injection. Seven weeks later still having symptoms. Face has been treated with cortisone injections, pressing out fluid. I am bruised and looked deformed. Acc. Pt. Dates of use: (B)(6) 2013. Diagnosis for use: cosmetic.